Event description:
The physician was performing a therapeutic procedure on a pt with a diagnosis of biliary stones. The physician used the cannula tome to access the common bile duct (cbd), and then used the contrast medium to visualize the ducts. Upon fluoroscopy, many large stones were seen. A sphincterotomy was then performed. A wire was then used to access the cbd, and then a balloon was used in an attempt to retrieve the stones. This attempt to retrieve the stones was unsuccessful. The physician then accessed the pt's cbd using a trapezoid basket. A first stone was retrieved, and the stone was successfully crushed using the device. The complainant reported that the second stone may have been denser than the first, because when they attempted to crush the stone, the basket wires became imbedded in the stone. The clinician continued to attempt to crush the stone, but the basket wouldn't release and the device tip failed to drop off. The dr then cut the trapezoid wires away from the device handle, and fed the proximal end of the device through the pt's nose and secured the device there. Four days later, the gastro physician successfully released the wires from the stone, as it was felt that the stone may have broken down somewhat in the interim four days, and removed the remaining parts of the trapezoid. It was felt that the stone remained in the pt's cbd. Consequently the pt was put on the acute list for surgery for a cholesystectomy and removal of the impacted stone from the cbd.